Event description:
A left patella repair was being conducted with an 2.0 drill bit broke off and a piece was contained in the patient's bone. At the time of this surgery a medical decision was made to leave the piece in the patient. However, on (B)(6) 2016 the patient came back in for a revision and the piece of the drill bit was removed.